Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d2b: procode: dqo, kra d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: requested, not provided g4: 510k: n/a the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. (B)(4) (importer), registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. (B)(4).

Event description:
Terumo medical received information that this product was passed through a narrowed, calcified blood vessel. Thereafter, when attempting to remove the product, removal resistance was encountered, and the catheter was stretched. Although resistance was present, the catheter was eventually removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. Appearance: only the zizai actual product (hereinafter referred to as the actual product) was returned. When the appearance of the actual product was observed, folds were observed at 4.1 cm, 4.5 cm, 4.8 cm, and 5.0 cm from the tip, and deformation was noted at 5.4 cm and 12.0 cm from the tip. Stretching was also observed by 12.0 cm from the tip. The actual product had no abnormality in appearance of the tip. The inner and outer diameters of the actual products were measured to check for the following possibilities. Total length: measured to inspect whether stretching has occurred on the actual product. Inner and outer diameter: measured to check for any abnormality that may cause deformation of the tube in the catheter, such as thin resin. As a result, the total length deviated from our standard value due to stretching that occurred in the actual product. Next, the outer diameter at 4.1 cm and 4.8 cm from the tip were outside our company's standard values for both the minor diameter and major diameter. The outer diameters at 4.5 cm and 5.0 cm from the tip were outside our company's standard values for the minor diameter, while the major diameter was within the standard values of our company. The outer diameter of the deformations at 5.4 cm and 12.0 cm from the tip was outside the standard values of our company. Furthermore, the distal and the proximal inner and outer diameters were within the standard values of our company and no abnormality was found. Inspection of manufacturing records: for our product zizai, we conduct visual inspections and dimension measurements on a random sampling basis for each manufacturing lot. Additionally, during the manufacturing process, we perform a 100% visual inspection prior to assembly into the holder. Upon reviewing the manufacturing records for the actual product lot "250203210," no abnormalities were found in the results of each inspection, and no abnormalities were identified that could potentially cause folds, deformation and stretching. When the appearance of the actual product was observed, folds were observed at 4.1 cm, 4.5 cm, 4.8 cm, and 5.0 cm from the tip, and deformation was noted at 5.4 cm and 12.0 cm from the tip. Stretching was also observed by 12.0 cm from the tip. Upon conducting dimension measurements, the total length deviated from the standard values of our company due to stretching that occurred in the actual product. Next, the outer diameter at 4.1 cm and 4.8 cm from the tip were outside our company's standard values for both the minor diameter and major diameter. The outer diameters at 4.5 cm and 5.0 cm from the tip were outside our company's standard values for the minor diameter, while the major diameter was within the standard values of our company. The outer diameter of the deformations at 5.4 cm and 12.0 cm from the tip was outside the standard values of our company. Furthermore, the distal and the proximal inner and outer diameters were within the standard values of our company and no abnormality was found. The inspection of manufacturing records revealed no abnormalities that could potentially cause folds, deformation or stretching. Based on the above results, the visible abnormalities such as folds, deformation, and stretching observed on the actual product likely occurred during use after shipment from our company. Among these, the stretching observed on the actual product was inferred to have likely occurred during removal from the calcified lesion, based on the circumstances of occurrence as reported.